Event description:
Additional information was received. Consumer reported having terrible urgency which was relieved by using a catheter. Health care professional reported they were unaware of a recent uti, but that utis were related to the patient's underlying urinary dysfunction. It was reported that the utis were not related to the patient's device and that they were most likely caused by the patient's self catheterizations. It was also reported that the pelvic inflammatory disease was not related to the patient's device. No further complications reported.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: neu_unknown_lead, lot# unknown, product type: lead. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient undergoing a basic evaluation. It was reported that the patient was in a lot of pain from the insertion site, vaginal, hip, and back side of leg down to knee. Additional information was received one day later. The patient experienced discomfort. The patient thought they pushed themselves too hard yesterday, got scared when they got off the table at the doctor¿s, and experienced a very big electrical jolt, like sticking a finger in an electrical socket. The patient was unsure if the lead moved or not. The patient was in so much pain they almost went to the ER. They felt they had pelvic inflammatory disease due to pain in their bladder and also down their leg. It was advised that the patient decrease stimulation and it was noted that they had discomfort at every level and could tolerate it. It was noted that it took the doctor longer to place the lead on the other side and the patient was unsure if that lead would be effective. The patient felt more comfortable waiting until tomorrow before switching sides. Additional information was received on (B)(6) 2017. The patient had a rough night last night and felt like they had a uti. The patient still experienced urgency and burning and pain at incision sites as well as buttocks and pelvic pain. It was noted that decreasing stimulation didn't help. The patient was advised to connect with their doctor. Additional information was received one day later. The patient was not in much pain anymore and just had soreness. No further complications were reported/anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.